Event description:
The following was reported to gore from the medrio study database: on (B)(6) 2020, this 53-year-old male patient underwent endovascular treatment for a thoracoabdominal aneurysm with unilateral iliac involvement. Patient was treated with a cook t-branch device (cook medical) and five gore® viabahn® vbx balloon expandable endoprosthesis (vbx) devices. Gore vbx devices were placed in the superior mesenteric artery, bilateral renal arteries, celiac trunk. The five vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All five devices were noted as patent at the end of the procedure. During hospitalization, acute kidney injury was noted and medication was given as treatment, it resolved without sequelae and the patient was discharged home on (B)(6) 2020. On (B)(6), 2022, the patient was reported to have a type ic endoleak of the left accessory renal artery. (B)(6) 2022, the patient underwent a reintervention to resolve the reported endoleak and to exclude a left iliac aneurysm, both events were unrelated to gore vbx devices.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. Code d12 used for: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension.

Event description:
The following was reported to gore from the medrio study database: on (B)(6) 2020, this 53-year-old male patient underwent endovascular treatment for a thoracoabdominal aneurysm with unilateral iliac involvement. Patient was treated with a cook t-branch device (cook medical) and five gore® viabahn® vbx balloon expandable endoprosthesis (vbx) devices. Gore vbx devices were placed in the superior mesenteric artery, bilateral renal arteries, celiac trunk. The five vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All five devices were noted as patent at the end of the procedure. During hospitalization, acute kidney injury was noted and medication was given as treatment, it resolved without sequelae and the patient was discharged home on (B)(6) 2020. On (B)(6) 2022, it was initially reported that there was a type 1c endoleak by the left renal artery, associated with the gore vbx device. On same day, the patient was admitted to the hospital. On (B)(6) 2022, a planned reintervention was reported where bentley begraft and bard covera devices were implanted to solve a type 1c endoleak in the left accessory renal artery, and to exclude a left iliac aneurysm, both events were reported as not associated with the gore vbx device. It is unknown why there is a discrepancy in the information at different time points.